Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the electrodes and all over her body. The patient started a new medication so it was unknown whether the irritation was due to the lifevest or the medication. The patient's physician prescribed a cream. The medical outcome is unknown.